Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a false low impedance reading occured on the implantable pulse generator (ipg). It was also reported that micro perforation was noted on the right ventricular (rv) lead. The ipg remains in use. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.